Manufacturer narrative:
On 04/10/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/19/2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. The navigation system performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system images (orthoginal view and trajectory views) were 'spinning' and/or rotating. The anatomy was spinning in unison with the instrument as it was manipulated. This behavior occurred when using the navlock and passive planer blunt. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was 7 minutes. There was no impact on patient outcome.